Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided h6: medical device problem code: 1494 - indication for use.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a premature ventricular contraction (pvc) procedure with a 9f sheath. Reportedly, a prostyle suture was placed, but hemostasis was unable to be achieved. Therefore, manual compression was used to achieve hemostasis. When pedal pulses were assessed, it was observed they were no longer present. Access was then observed via the left common femoral artery, and it was observed the superficial femoral artery (sfa) was shut down. A dissection was then observed when performing angiogram, but it was unclear when the dissection occurred. For treatment, vascular surgery was performed. No additional information was provided.